Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information from the patient's spouse that this patient died in an emergency room after receiving a shock and passing out. The spouse reported the device was not interrogated after the patient's death, and was buried with the patient. A boston scientific customer representative reported the spouse blamed the device for not saving her husband. The area boston scientific field representative contacted the patient's health care provider; neither had any additional information regarding the allegation.